Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject coil delivery wire was noted to be kinked/bent and main coil was noted to be kinked/bent. The coil delivery wire was noted to be broken/fractured by the detachment zone. Functional inspection was not required as due to the damage to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported codes coil jammed and coil difficult to remove/withdraw from catheter could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Based on a review of the available information and analysis of the returned device, it is probable that there may have been procedural/anatomical factors present, causing the reported friction during advancement of the device which led to the subsequent device fracture. An assignable cause of procedural factors will be assigned to the as reported codes coil jammed and coil difficult to remove/withdraw from catheter', as well as the as analyzed codes 'coil delivery wire kinked/bent, coil delivery wire broken/fractured during use and main coil kinked/bent since these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject coil could not be removed from the microcatheter. The subject coil was stuck in the microcatheter. The subject coil was returned for analysis and the device investigation revealed that the subject coil delivery wire was broken fractured during use. The procedure was completed successfully with another device without any clinical consequences to the patient.